Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. Medwatch report #(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set would not prime. During the priming process, the chamber would fill and then the set would not prime through the line further than the connection of the chamber and the tubing. This event occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.